Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm what do you mean by ""the suture was rough (frayed/shrink)? Please specify: the surgeon had unusual feeling on the surface of the suture. Because, the suture was frayed and curled, thus, the surface was not smooth. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and suture was used. The suture was rough, frayed, shrink and curled and was not smooth. The surgeon reported it had an unusual feeling. There were no adverse patient consequences reported.